Event description:
A distributor in (B)(6) reported that two mr290hfv high frequency vented autofeed humidification chambers were leaking. This was noticed prior to patient use.

Event description:
A distributor in (B)(4) reported that two mr290hfv high frequency vented autofeed humidification chambers were leaking. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Lot numbers: 100409, 111129; manufacturing dates: 04/09/2010, 11/29/2011. The complaint mr290hfv high frequency vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Lot number: 100409, 111129; manufacturing date: 04/09/2010, 11/29/2011; (B)(4). Method: two complaint mr290hfv high frequency vented autofeed humidification chambers were returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. It was visually inspected for the reported leaks. Results: visual inspection revealed that the domes of both chambers were cracked and the aluminium bases were dented. A lot check revealed no other complaint of these natures for both lot numbers. Conclusion: it is most likely that the physical damages to the returned mr290hfv chambers were sustained during transportation or storage. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the subject chambers were damaged post production. Our user instructions that accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).